Event description:
Treatment of a large fusiform unruptured aneurysm measuring 13mm located in the basilar artery. The pt was on dual antiplatelet therapy. On (B)(6) 2014, the pt underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (3.25mm x 35mm) would not fully open despite manipulation and advanced deployment techniques. The physician lost access during the attempts to open the pipeline; however, the physician was pleased with the increased opening of the proximal end of the pipeline and a decision was made to leave the pipeline inside the pt and not remove it. A second pipeline was implanted in the pt without issues. Post procedural angiogram showed show flow into the aneurysm. It was reported the pt work up fine.

Manufacturer narrative:
Updated part date of this report (changed date from 08/23/2014 to 08/22/2014). Updated part date received by manufacturer (changed date from 08/23/2014 to 08/22/2014). (B)(4) follow-up 1.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt.